Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported that the patient had new leads put in because the other leads were not positioned right. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.